Event description:
Customer reported an anti-k not detected on the abs2000. Tube testing performed on the sample using peg exhibited 3+ reactivity at the antiglobulin phase. Customer stated testing at immediate spin was negative. The sample was repeated on the abs2000 and resulted as positive with cell I.

Manufacturer narrative:
The presence of the k antigen was confirmed on retention capture-r ready-screen, lot x189 on an in-house abs2000 instrument and in manual capture testing. Customer sent patient sample for investigation testing. The sample was tested on an in-house abs2000 with retention crrs(I and ii), lots x197 and x189. The patient's sample exhibited strong reactivity with cell I k+k+ of crrs(I and ii), lots x197 and x189. A service call was performed. Fluidics testing failed; 1ml syringe was replaced. The track-to-washer was realigned. The fluidics test was repeated and passed. The repair returned the instrument back to expected function.